Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. The brand name should read as s4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) us.

Event description:
Report received indicated that the end user experienced red pimples under the wafer and edges of the wafer; complains of itching. The patient's subsequent outcome was not noted.